Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Based on the results of the investigation, the reported issue of no image in the screen was confirmed. Device evaluation and inspection found an e315(scope err unsupported scope) error message and no image on the screen, corrosion on plug unit was observed. A definitive root cause cannot be identified. Probable cause could be due to physical stress, wear problem, damage or deterioration of parts, environment problem like as dust/dirt/humidity. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had no image in the screen. The issue occurred during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.